Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a stenting procedure on (B)(6), 2010. This stent was implanted as part of the (B)(4) wallflex fully covered (B)(4) study. According to the complainant, the patient presented with a proximal biliary stricture. This stricture had been previously treated with both a sphincterotomy and a plastic stent. During the (B)(6), 2010 stenting procedure, the plastic stent was removed and an additional sphincterotomy was not performed. The wallflex stent was deployed in a satisfactory position across the stricture. The subject was treated as an outpatient. On (B)(6), 2010, the subject underwent a per-protocol stent removal. During this procedure, the complainant noted that the stent had migrated just proximal of the papilla. Although this migration made it more difficult to remove the stent, the physician was able to remove it without any complications or adverse events. The complainant noted that there were no issues with the stent's profile.